Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction.

Event description:
It was reported that the arctic sun device had cooling malfunction.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed chiller pump. The device was evaluated upon receipt. During evaluation the chiller assembly pipes were found to be frozen. Alarm 113 was observed. The chiller pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.